Event description:
During a laparoscopic gastric bypass, the harmonic stopped working. At first it stopped and we needed to reset, then it stopped again and the generator said change handpiece. According to the rep that means to change the cord which we did and then the device began working. The cord warranty expiration date is 12/24/2015. When the "remaining uses" were checked, it had 81 uses left.